Manufacturer narrative:
(B)(4). On (B)(6) 2022 a product advisory notice (92825915-fa) was distributed to make users aware of perforations associated with exalt model d single-use duodenoscope and supplement the warnings and directions in the product labeling. This notice also communicated the intent to update the instructions for use (IFU) with this information. The user facility indicated that the product advisory was reviewed and signed prior to the procedure on (B)(6) 2022. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat a large stone in the common bile duct on (B)(6) 2022. After the patient was sedated and placed in the supine position, the physician began to pass the scope into the esophagus but stopped after encountering resistance. Two additional physicians attempted to pass the scope without success. During the third physician's attempt, the patient's esophagus was perforated. The perforation was confirmed using a gastroscope with contrast agent and was closed using four hemoclips. The ercp was not completed as a result of this event. In the physician's opinion, stiffness of the device contributed to the complications. The patient was admitted to the ICU for observation. Despite follow up attempts, no further information has been obtained at this time.

Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat a large stone in the common bile duct on (B)(6) 2022. After the patient was sedated and placed in the supine position, the physician began to pass the scope into the esophagus but stopped after encountering resistance. Two additional physicians attempted to pass the scope without success. During the third physician's attempt, the patient's esophagus was perforated. The perforation was confirmed using a gastroscope with contrast agent and was closed using four hemoclips. The ercp was not completed as a result of this event. In the physician's opinion, stiffness of the device contributed to the complications. The patient was admitted to the ICU for observation. Despite follow up attempts, no further information has been obtained at this time.

Manufacturer narrative:
Block h6 (patient codes): patient code e1022 captures the reportable event of perforation of the esophagus. Block h9 (correction/removal reporting #) on march 03, 2022 a product advisory notice (92825915-fa) was distributed to make users aware of perforations associated with exalt model d single-use duodenoscope and supplement the warnings and directions in the product labeling. This notice also communicated the intent to update the instructions for use (IFU) with this information. The user facility indicated that the product advisory was reviewed and signed prior to the procedure on (B)(6), 2022. Block h10: the returned exalt model d single use duodenoscope was visually inspected. No damage or defects to the device umbilicus connector or cable, catheter shaft, tip, handle, articulation knobs, or ports were observed. No fluid or fogging was observed in the camera lens. Witness marks were observed on the contacts of the umbilicus connector, indicating that the scope was plugged into a controller. An image test was performed by plugging the umbilicus connector into a controller. No issues connecting the scope were observed, and a live, clear image was displayed. With the scope extended in a straight configuration, the scope was articulated in all directions and combinations of directions; no image impact was observed, and no articulation issues were observed. Articulation and image testing was repeated with the scope in a working loop configuration; no issues were observed. No issues with the device stiffness were identified. During returned product analysis, no device issues were identified. The reported event was not confirmed. With all available information, boston scientific concludes that the reported patient complication of perforation is addressed in both the risk and instructions for use documentation. In addition to potential device issues, problems external to the device, such as patient anatomy, user handling, or other factors may have contributed to the reported event. Therefore, the most probable cause for this event is known inherent risk of device, which indicates that the reported adverse event is known and documented in the labeling (including both short or long term known complications or adverse reactions). A review of the manufacturing documentation was performed and confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A labeling review was performed using the instructions for use (IFU) for exalt model d to review for instructions related to the reported event. The IFU includes the warning if excessive force is required to insert the endoscope, manipulate the elevator, or articulate the articulating section, stop the procedure and follow steps for removing the endoscope from the patient. Additionally, the IFU also includes perforation as a potential adverse event. There is no evidence that the device was misused, or that there was any issue with translation, wording, or graphics.